Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results. Updated field: h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of bacillaceae, all channels were sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, and the microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There were no patient infections, the steps performed during the reprocessing were: water suction in the canals, and flushing the canals (air channel / auxiliary washing canal), the detergent used was anios. During manual cleaning anios detergent was used, the aspiration canal / the piston aspiration / carrier channel port / and distal end were brushed, the brushes / swabs used for manual cleaning were asep inmed (lot 230204). The automated endoscope reprocessor (aer) used was series 4, with cln detergent and paa disinfectant. The endoscope was stored in a surestore, and the endoscope was maintenanced by olympus. The endoscope was sterilized in a surestore, and is sterilized daily. The investigation is ongoing, a supplemental report will be submitted upon completion of the evaluation / investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6), 2023 for >100 colony forming units (cfus) of staphylococcus pasteuri and staphylococcus epidermidis, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.